Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a non-health professional concerning a 37-year-old female patient. Additional information was received on (B)(6) 2025 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with 1 vial of sculptra (lot 5j0441) to nasojugal grooves and nasolabial folds of the midface using a compatible needle with unknown injection technique. On the same day after the treatment, the patient experienced pain (implant site pain), pressure sensation and a feeling of distension (injection site discomfort) in the midface (indian lines) and nasolabial folds along the injection tract. Few days later, the patient experienced numbness (implant site hypoaesthesia) around the mouth corners, slurred speech (dysarthria), palpitations (palpitations), temple pressure and dizziness (dizziness). On (B)(6) 2025, the patient was admitted to the hospital for examination, and she was diagnosed with delayed allergic reaction (implant site hypersensitivity). The patient received treatment with unspecified intravenous therapy for allergy and her symptoms, which led to an improvement. On (B)(6) 2025, the patient was discharged from the hospital. Outcome at the time of the report: delayed allergic reaction was recovering/resolving. Pain was recovering/resolving. Pressure sensation and a feeling of distension was recovering/resolving. Numbness was recovering/resolving. Slurred speech was recovering/resolving. Dizziness was recovering/resolving. Palpitations was recovering/resolving.

Manufacturer narrative:
Company comment: the serious expected event of hypersensitivity at implant site and the non-serious expected events of pain, hypoaesthesia at implant site, discomfort at injection site, and the unexpected events of dizziness, dysarthria and palpitations were considered possibly related to the treatment. Seriousness criteria includes the need for medical intervention and hospitalization to prevent permanent damage. The potential root cause includes the patient's hypersensitivity to the product. The unexpected events of dizziness, dysarthria and palpitations are considered secondary manifestations associated with the patient's reaction or undisclosed severe allergic reaction. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. A trending analysis of the lot was performed to determine whether other medical complaints had been reported for this specific lot. To date, this is the only medical complaint associated with the lot. A batch record review was performed for the lot number. Sanofi confirmed that no quality issues were identified in the overall manufacturing process of the specified batch. The batch conformed with the cgmp and met the specification requirements. Based on the investigation findings, there is no evidence of a non-conforming product or malfunction. Therefore, the most likely root cause remains a hypersensitivity reaction in the patient. The investigations conducted are considered adequate, and no further investigation will be performed unless additional information becomes available. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(6) is a spontaneous report sent on 05-jun-2025 by a non-health professional concerning a 37-year-old female patient. Additional information was received on 09-jun-2025 and 10-jun-2025 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with 1 vial of sculptra (lot 5j0441) to nasojugal grooves and nasolabial folds of the midface using a compatible needle with unknown injection technique. On the same day after the treatment, the patient experienced pain (implant site pain), pressure sensation and a feeling of distension (injection site discomfort) in the midface (indian lines) and nasolabial folds along the injection tract. Few days later, the patient experienced numbness (implant site hypoaesthesia) around the mouth corners, slurred speech (dysarthria), palpitations (palpitations), temple pressure and dizziness (dizziness). On (B)(6) 2025, the patient was admitted to the hospital for examination, and she was diagnosed with delayed allergic reaction (implant site hypersensitivity). The patient received treatment with unspecified intravenous therapy for allergy and her symptoms, which led to an improvement. On (B)(6) 2025, the patient was discharged from the hospital. Outcome at the time of the report: delayed allergic reaction was recovering/resolving. Pain was recovering/resolving. Pressure sensation and a feeling of distension was recovering/resolving. Numbness was recovering/resolving. Slurred speech was recovering/resolving. Dizziness was recovering/resolving. Palpitations was recovering/resolving. Tracking list: v.0 initial report, v.1 batch record review and investigation results were received on 04-jul-2025.